Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Additionally, the patient indicated that they had received multiple inappropriate shocks after the device was implanted and programming adjustments were required. The patient has not been seen for a long times as he was not trusting of his physicians. The patient felt as though the device should have lasted longer and therefore was defective. Technical services (ts) discussed normal device longevity and recommended that the patient follow-up with their physician. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.